Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325-1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient reported infusion set tape not sticking because of cannula was bent which lead to high blood glucose levels and treated with manual injection event on (B)(6)2026. The infusion set was in use for couple of hours.